Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the common femoral arteriotomy after an unspecified procedure. Reportedly, the suture trimmer would stick in the tissue track when the trimmer was retracted with the black button of the suture trimmer closed. No medical interventional was performed to remove the suture trimmer from the tissue track and the suture was cut and hemostasis was achieved with the proglide device. There was no adverse patient sequela. Although requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Date of event: (B)(6) 2011 is an estimated date (reported to have occurred in (B)(6)). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.